Event description:
During a remote follow up, episodes of noise were observed on the right ventricular (rv) lead. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.